Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow and ok keypad buttons were unresponsive; the reporter noted this while attempting to bolus for an elevated blood glucose level. No numbers were specified and no symptoms were reported, which does not meet animas criteria for an adverse event. The reporter did not implicate the pump for the elevated blood glucose level. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.